Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and tube cover were replaced. The filament was calibrated and beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a low milliamps error during a case. No patient injury was reported.